Event description:
My son's insulin pump would not take a charge. I called customer service and was told a replacement pump would be sent within 24-36 hours. It is (B)(6) 2019 and I still don't have a replacement. Four days until I am supposed to get it. I was lied to as to when it was shipped. Blood sugars have been out of control. FDA safety report ID# (B)(4).